Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the short run time with a run time of 71 minutes. The fse replaced the batteries. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down. The medforce flight crew was transporting a patient from (B)(6) to (B)(6) on (B)(6) 2024. During pick up at bettendorf and transport, there were no reported issues with cs300 pump. Upon arrival to university of iowa, the cs300 was unplugged from transport aircraft. During transport from aircraft to cvicu at the university of iowa, the pump shut down. The crew did not note any audible alarms. The flight crew continued towards ICU and plugged cs300 into outlet once arrived in patient room. No patient harm was noted.